Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear biohazard bag with the open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the clip attached in the closed position. The clip opened and closed as intended. Under magnification, it was noted a deformity was found on the coil catheter (distal end device components), the crimp appears to be in the wrong location. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Note: after discussion with engineering, a crimp in the incorrect location would not prevent the clip from reopening but would affect the ability to deploy the clip, therefore the event for unable to deploy clip but able to reopen from tissue was assigned. The device was returned to the supplier for further evaluation and the following was provided, "upon visual inspection, it was identified that the coil cath tabs were crimped as expected. There was an additional dented feature on the proximal end of the coil cath below the tab. No damage was identified on the base of the cath attach. Upon opening of the clip it was identified there was a minor gap between the base of the housing and the distal end of the coil cath. Functional evaluation was performed by opening and closing the device. The device was capable of a full 360-degree rotation and maintain the capability to open and close. The device was then tested to evaluate its ability to deploy. The device was not capable of deployment. Looking into the dented feature on the coil cath a pair of tweezers was utilized to try and correct the dented feature. Once completed, the device was then tested for deployment in which the device was fully capable. The investigation identified an apparent assembly anomaly involving the coil catheter, characterized by proximal crimping and a gap between the housing and coil catheter interface. Although rotational and jaw actuation functions remained intact, the device initially failed deployment testing due to the dented surface on the proximal end of the coil cath. The origin of the observed conditions are unknown due to the inability to load the component with the proximal end of the coil cath in the crimping area, through normal operation. Regardless of the operation, the operator should have identified the nonconformance through normal operating instructions. Work instructions for instinct plus two-tab bender say 'visually check 100% that the tabs are crimped per [specification], instinct plus coil cath tabs. Perform 100% lightly tug on the housing to ensure housing subassembly does not detach from the coil cath. Scrap any subassembly that fail visual inspection, detaches, partially or completely. The equipment is being evaluated." The device history record was reviewed. This lot was manufactured march 2026. There were no relevant defects noted in the manufacturing/fqc checklists. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. The supplier provided the following, "the origin of the nonconformance is unknown due to the inability to load the component with the proximal end of the coil cath in the crimping area. The operator should have identified the nonconformance, therefore the root cause has been determined to be human error. Awareness training on this RMA and procedure for instinct plus two-tab bender and [specification], instinct plus coil cath tabs. The device history record was reviewed for relevant defects; no anomalies were noted. The visual and functional evaluation of the device confirmed the customers complaint of "did not deploy". The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." A supplier corrective action request (scar) was initiated to further investigate device failure due to coil crimp nonconformance. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a supplier corrective action report has initiated in an effort to reduce occurrences of this nature. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip did not deploy properly. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.